Event description:
The customer complains about blood leak during treatment. Blood flow rate: 116 ml/min. Tmp: 110mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Additional manufacturer narrative: gambro does not regard the submission of this report as an admission of liability.